Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up on 2021-mar-10. It was reported that the hcp staff hadn't heard any updates from the patient, and there hadn't been any further motor stalls. It was indicated that they did not change anything after the motor stall. The only changes that had been made to the pump was an increase in dose by 10.3% on (B)(6) 2020 and another increase of 24.9% on (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen (3 mg/ml at 564,6 mcg) via an implantable pump for spasticity. It was reported that the patient had a critical alarm for a motor stall in the middle of the night on (B)(6) 2020 at 3.38 am and started again at 6.35 am, and again a critical alarm for motor stall occurred on (B)(6) 2020 at 22:58 and started again at 23:08. It was indicated that there were no falls or other factors identified that may have led or contributed to the issue. It was reported that no actions/interventions were taken and the patient was fine (patient status at the time of the report was alive without injury). Surgical intervention did not occur and was not planned, the pump remained implanted and in use. However, it was also noted that it was unknown if the issue was resolved at the time of the report.